Event description:
It was reported that the patient was no longer receiving benefit from the device due to a neurodegenerative brain disease. The device was explanted on (B)(6) 2012.there are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).